Event description:
It was reported, the camera head was foggy. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was not confirmed. However, a failed leak test and a puncture hole in the cable was found. Based on the results of the investigation, the definitive root cause could not be determined. A DHR review was completed, and no issues were identified. The DHR confirmed that the subject device was shipped in accordance with specifications. Olympus will continue to monitor the field performance of this device.